Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that an (B)(6) patient had a skin irritation. The patient reportedly had a rash under her lifevest. There was no alleged device malfunction. The patient's doctor prescribed a cream for the rash, the patient was also allowed to only wear her lifevest at night to let her skin heal. The outcome of the irritation is unknown. There is no indication of a serious injury.